Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital only 8.2 cm of the lead was returned. Final analysis found that the lead was damaged at 7.9 cm from the connector pin and shorted the proximal and distal coils together.

Event description:
It was reported that the lead exhibited capture thresholds of 2.625 v and less than 100 ohms impedance. Subsequently the patient expired. Ventricular fibrillation was suspected but there was no allegation that the lead caused or contributed to the death.